Event description:
Clinical notification received for revision due to aseptic loosening. Date of implant: (B)(6) 2013. Date of revision: (B)(6) 2022. (Left knee). Treatment: revision; femoral component, tibial, and insert were revised. Were depuy components removed: yes.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative:

Event description:
On (B)(6) 2022, the patient presented for consultation to address the painful left knee, with suspected tibial base plate loosening (interface not specified). Labs showed elevated inflammatory markers. Physical examination identified moderate effusion, increased varus/valgus laxity, and x-rays revealing obvious migration of the tibial component. Their impression is that there is implant loosening of the tibial base plate, with a plan to revise to the stemmed femur and tibial components.